Manufacturer narrative:
Device evaluated by manufacturer: the received device was fractured and returned in two pieces. The proximal portion measured 90cm from the edge of the strain relief to the hypotube fracture site. The distal portion measured 52.5cm from the hypotube fracture site to the tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a catheter shaft fracture occurred. Vascular access was obtained via the femoral artery. The lesion was located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. A non-bsc guide wire was placed in the first diagonal and a 2.5mm x 15mm non-bsc balloon catheter was inflated. Next, the physician advanced the 15mm x 2.75mm quantum maverick balloon catheter in the lad over a non-bsc guide wire to perform a kissing balloon technique. As the physician attempted to inflate the quantum maverick balloon, ¿leakage¿ was noted from the distal portion of the guide catheter. The quantum maverick balloon catheter was removed and it was noted that the mid portion of the quantum maverick catheter shaft fractured and it was removed from the patient. The physician removed the guide catheter which contained the remaining distal portion of the quantum maverick balloon catheter. A kink was noted on the proximal portion of the detached quantum maverick shaft once the device was removed from the patient. The procedure was completed with another quantum maverick balloon. No patient complications were reported and the patient¿s status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a catheter shaft fracture occurred. Vascular access was obtained via the femoral artery. The lesion was located in the moderately tortuous and non-calcified mid left anterior descending (lad) artery. A non-bsc guide wire was placed in the first diagonal and a 2.5mm x 15mm non-bsc balloon catheter was inflated. Next, the physician advanced the 15mm x 2.75mm quantum maverick balloon catheter in the lad over a non-bsc guide wire to perform a kissing balloon technique. As the physician attempted to inflate the quantum maverick balloon, 'leakage' was noted from the distal portion of the guide catheter. The quantum maverick balloon catheter was removed and it was noted that the mid portion of the quantum maverick catheter shaft fractured and it was removed from the patient. The physician removed the guide catheter which contained the remaining distal portion of the quantum maverick balloon catheter. A kink was noted on the proximal portion of the detached quantum maverick shaft once the device was removed from the patient. The procedure was completed with another quantum maverick balloon. No patient complications were reported and the patient¿s status is good.